Event description:
It was reported that during a ptca/stenting treatment procedure involving a calcified and 99% stenotic lesion in the proximal to middle portion of a tortuous lad coronary artery, the maverick2 monorail balloon lost pressure at 12 atm's on the initial inflation during predilatation of the lesion for stent placement. The pt was asymptomatic during this event. The maverick2 monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the ptca stenting procedure. A medikit introducer sheath (size unknown), and a zuma2 guide catheter (size unknown) were also used in this case, but the type and size of guidewire used and which type of inflation device was used are unknown. Pt status is reported as 'good'.